Event description:
A customer contacted baxter's global technical service center (gts) requesting a swap of a compact exchange device ii (cxd). The home patient (hp) stated the cxd handle goes back and forth, but the piece does not go to the side anymore. The baxter technical service representative (tsr) initiated a swap. The cxd was to be returned to baxter for evaluation. There was no patient injury or medical intervention indicated at the time of the reported incident.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation.